Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a chemolock that experienced leakage during use. It was reported that the medication was dripping out the back of the barrel. It was also stated that it is a syringe issue and not a chemo lock issue. Either they pulling back too hard on the syringe to check blood return or pushing too hard to administer, and they caused an issue with the plunger of the syringe. There was patient involvement, unknown human harm.

Event description:
Additional information was received confirming that the event occurred during infusion, however, there was no harm associated with this event.

Manufacturer narrative:
Additional information b5 section.

Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.